Event description:
A patient reported blood glucose results of "317, 406, 210 and 301 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calcualated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of meter in terms of precision.